Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced an unexpected shutdown. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device experienced an unexpected shutdown. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be low battery 1 power. Multiple "replace battery" warnings were noted from the device's log suggesting the battery was at its end life. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.